Event description:
The hospital reported that during the coronary artery bypass graft surgery, the seal did not deploy out of the tube. The surgeon put a side biter clamp on to finish the procedure. No additional patient complications were reported.